Event description:
It was reported that the patient went to the clinic due to hearing a beeping noise from the device. An interrogation observed that there were low impedance measurements on the right ventricular (rv), left ventricular (lv) and the right atrial (ra) leads. The rv lead had elevated impedances in the superior vena cava (svc) and rv coil portion and the svc portion was noted with high impedance. The rv lead was capped and replaced. The lv and ra leads are still in use. It was also reported that the device was not operating as designed and that the physician was not confident in its ability to perform its programmed duties. There appeared to be an issue with recording electrocardiograms. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Hybrid - failure disappeared during analysis. The low pacing amplitude noted by the submitter was confirmed and was shown to be associated with an anomalous nvdd voltage. All associated capacitors were shown to function nominally. Since nvdd was greater than zero, this indicated that the failure was in an area where negative supplies (nvdd) and positive supplies (vdd) are in near proximity via transistors (as in the l409 ic). A simulation was conducted on a sbb where vdd was shorted to nvdd, which caused nvdd to change from -3.14v to 0.6v which mimicked the original failure. The die stack containing the l409 ic was removed for analysis using solder reflow at 350c, and was noted to function nominally. Attempts to cause the stack to fail had no effect. (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer s2d data file (B)(4)_tel_c shows 3 - alert events for "lvtip to v coil lead impedance 57 ohms", "rv bipolar lead impedance 76 ohms" and "a. Bipolar lead impedance 57 ohms" on (B)(6) 2012. One patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. Programmer s2d data file (B)(4) _tel_c shows 1- alert event for "svc defib lead impedance 108 ohms" on (B)(6) 2012.